Manufacturer narrative:
The first proact balloon was implanted without incident. During the dilation for the second proact balloon on the contalateral side of the urethra, the implanting physician performed much of the dilation without fluoroscopic guidance. During this dilation, the patient's urethra was perforated with the uromedica sharp-tipped trocar. The proact IFU instructs the user to "use fluoroscopy frequently to observe position and avoid bladder or urethral perforation". Although there was no immediate obvious sign of perforation (blood and/or urine in the u-channel sheath), the perforation was identified during post-implant cystoscopy. Patient sent home with foley catheter. There are plans to attempt implantation again in 6-8 weeks when the perforation has healed. Uromedica (B)(4).

Event description:
Interoperative urethral perforation in a proact patient.

Event description:
Interoperative urethral perforation in a proact patient.

Manufacturer narrative:
The first proact balloon was implanted without incident. During the dilation for the second proact balloon on the contalateral side of the urethra, the implanting physician performed much of the dilation without fluoroscopic guidance. During this dilation, the patient's urethra was perforated with the uromedica sharp-tipped trocar. The proact IFU instructs the user to "use fluoroscopy frequently to observe position and avoid bladder or urethral perforation". Although there was no immediate obvious sign of perforation (blood and/or urine in the u-channel sheath), the perforation was identified during post-implant cystoscopy. Patient sent home with foley catheter. There are plans to attempt implantation again in 6-8 weeks when the perforation has healed. Uromedica (B)(4).